Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that for the past couple of hours the urine output had not been recorded in sensica device (serial: (B)(4) and serial: unk). The nurse was receiving a question mark in the current hour. When the hour ends, the previous hourly measurement boxes left convert to 0 for several hours (serial: (B)(4) and serial: unk). There were no error messages or alerts received. The patient was consistently producing 50 ml or greater for the past 4 hours. The nurse had attempted to remove the tubing from the tube holder and replaced it. There were no alerts received for the machine for not recognizing the tubing. Nurse was currently unplugging the battery and allowing the machine to die. The nurse would restart the machine to see if the machine was recording when restarted. The nurse also stated that they were aware of a similar issue on another sensica device that was addressed by rebooting the device. It was stated that the nurse rebooted the system and the device continued working.

Manufacturer narrative:
The reported issue was confirmed design related. The identified root causes is ¿software issues¿ as it was confirmed that due to certain software steps being interrupted, that uo was not being reported or calculated correctly. Furthermore, multiple contributing factors were identified for the uo accuracy issue under evaluation: ¿ambiguous IFU¿, ¿ungraceful shutdown,¿ ¿not following IFU,¿ ¿power issues,¿ ¿software anomaly assessment,¿ ¿product acquisition evaluation and integration," and ¿ICU layout¿. However, all the contributing factors are correlated to the disrupting software operations particularly with relation to the power supply and ungraceful shutdowns. It was a combination of the ungraceful shutdowns that forced the software issues to be identified with increasing precedence. These issues were previously thought to be a lower risk level, but the current complaints show that this assessment was inaccurate. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. Labeling review is not required because labeling could not have prevented this issue. The device was not returned.

Event description:
It was reported that for the past couple of hours the urine output had not been recorded in sensica device (serial: (B)(6) and serial: unk). The nurse was receiving a question mark in the current hour. When the hour ends, the previous hourly measurement boxes left convert to 0 for several hours (serial: bmfqrms243 and serial: unk). There were no error messages or alerts received. The patient was consistently producing 50 ml or greater for the past 4 hours. The nurse had attempted to remove the tubing from the tube holder and replaced it. There were no alerts received for the machine for not recognizing the tubing. Nurse was currently unplugging the battery and allowing the machine to die. The nurse would restart the machine to see if the machine was recording when restarted. The nurse also stated that they were aware of a similar issue on another sensica device that was addressed by rebooting the device. It was stated that the nurse rebooted the system and the device continued working.